Event description:
It was reported that the patient with this right ventricular (rv) defibrillator lead, observed a red call doctor icon displayed on their remote home monitoring system. The patient was instructed to contact their clinic. Subsequently, review of device data revealed that the alert was triggered due to rv pacing lead impedance measurement, high out of range greater than 3,000 ohms. No adverse patient effects were reported. The lead remains in service.